Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer had failed and could not be restored despite a station reboot and storage recovery attempt. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 6 was not detected on the communication bus. The field service engineer (fse) remotely accessed the unit and performed a controlled shutdown for several minutes before powering the station back on. The fse confirmed that, upon reboot, the drawer was correctly detected and successfully validated functionality, with no further failures observed. The system functioned as intended after field service engineer repaired the device.